Manufacturer narrative:
A review of the complaint history, instructions for use (IFU), quality control (qc), and trends were conducted during the investigation. No actual product was sent back to evaluate and no photos were provided. The cervical lacerations are a known potential adverse events due to use of the cervical ripening balloon. New information was received, the customer was inflating the balloons within the canal rather than in the lower uterine segment. The misuse of the product may have resulted in the cervical lacerations they described.

Event description:
During a district x acog meeting the district manager was working, a physician mentioned that it has been noted an increase of instances of cervical lacerations during induction of labor. The physician stated that the data points to the cervical ripening balloon as the reason for the lacerations.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a district meeting, a physician mentioned that it has been noted an increase of instances of cervical lacerations during induction of labor. The physician stated that the data points to the cervical ripening balloon as the reason for the lacerations. Additional information has been requested, however it was not provided at the time of this report.